Event description:
The patient reports receiving shock resulting in pain for 3 days following going through an airport security system. The patient reports the pain has resolved. No further information has been made available from the hcp and the implantable neurostimulator has not been removed.

Manufacturer narrative:
Information has been requested but not received to date from the hcp. If further information is received, a follow-up report will be sent.